Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator. It was found that the unit was due for preventive maintenance. The overlay and membrane was found to be defective and needs to be replaced. The pp valve and tubing kit was also replaced.

Event description:
The customer reported that the ltv 1150 was turning itself on and off. As of this time. There is no information about patient involvement in this reported event.